Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked from reagent probe b. The operator wore personal protective equipment consisting of gloves and a lab coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe b collar wash valve failed. The reagent probe b collar wash valve was replaced to resolve the leak. (B)(4).